Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported issue was a frequent occlusion alarm., and the reported issue was not confirmed. Visual and functional testing was performed. Upon further investigation, the occlusion detection pressure was measured and was within specifications, with no abnormalities identified. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.

Event description:
It was reported that the occlusion alarm sounded immediately during patient use at the facility. There was patient involvement but no patient harm reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.